Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue was confirmed. An industrial scope was used to check the inner wall of the ch-tube and black material on the inner wall from the distal end to the 30mm depth of the ch-tube was observed. In addition, no fluid invasion was found inside the lg-cover or connector, no leakage occurred at leakage test, no anomaly was found at image check, no defect was found on the eyepiece or connector, and no anomaly was found on the insertion section or bending section. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the color of the ch-tube inner wall of the subject bronchofiberscope was abnormal. The fault was identified during receipt inspection. A similar device was used to complete the intended procedure. During a standard service inspection of the customer returned device, black material on the inner wall was noted. This report is to capture the reportable malfunction found at receipt inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.